Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Upon device analysis visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The functional test revealed no abnormal resistance was felt when actuating the steering mechanism. The product analysis confirms the reported complaint.

Event description:
During catheter preparation of a procedure a intellanav mifi open-irrigated was selected for use. The fluid port disconnected from the catheter tubing on product. The procedure was completed successfully with a catheter of the same make and model and the patient had no issues.

Event description:
During catheter preparation of a procedure a intellanav mifi open-irrigated was selected for use. The fluid port disconnected from the catheter tubing on product. The procedure was completed successfully with a catheter of the same make and model and the patient had no issues.